Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient received blinatumomab ordered at 0.6ml/hr for 168 hours (total prescribed volume 100.8ml) had full bag (including overfill) infuse in 158 hours (110ml). Per reporter, this triggered the air in line alarm and upon review of the infusion bag, the contents were empty. Per reporter, pump flow accuracy: 0.8% completed on internal testing. Per reporter, increased monitoring via hospitalization and medical intervention was required.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device pass accuracy testing. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.